Manufacturer narrative:
Updated field: b4, g3, g6, h2, h4, h6, h10, h11. Corrected field: e2, e3, h6 (health effect ¿ clinical code).

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions),h10. It was being reported that the system 98 had an issue regarding the ¿iab loop leakage¿. Actually the fse had seen a complaint which was being reported on 18 may-2023 about the intra aortic balloon pump which is being reported by (B)(6) hospital on the national medical device adverse event detection information system. Than the fse had arrived at the hospital on (B)(6) 2023 and learned that the hospital had written the wrong machine mode while reporting this complaint. It was being found that the actual faulty iabp was not cardiosave , but the system 98 which is being shown in the attachment. Actually the fault had occurred on (B)(6) 2023 and the alarm was ¿iab loop leakage¿ during using. But during that time hospital had searched for a third-party service company in order to repair, but it refuses to provide a relevant information about this machine. But, now the machine is working normally and the hospital had refused to disclose any other details regarding the iabp faulty. The involvement of the patient is unknown during this incident. H3 other text : service performed by third party.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
On (B)(6) 2023, the intra-aortic balloon pump reported by (B)(6) hospital on the national medical device adverse event detection information system. On (B)(6) arrived at the hospital and learned that the hospital had written the wrong machine model when reporting the complaint. The actual faulty iabp was not cardiosave, but the system 98 the fault occurred on (B)(6) and the alarm was "iab loop leakage" during using, but at that time, the hospital did not report to us for repair and found a third-party maintenance company to repair the machine. Now, the machine is working normally.the hospital refused to disclose any other details regarding the iabp faulty.